Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for a routine check, upon interrogation the pulse generator exhibited elective replacement indicator. No additional information was available, no patient symptoms were reported.